Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device after an endovascular treatment procedure using a 6f sheath. Reportedly, after confirming backflow, the foot was deployed, but the plunger separated into two pieces when it was pushed in. Attempts to retract the foot and remove the plunger using a clamp were unsuccessful. The wire inside the plunger, which locks the foot, was removed with a clamp, allowing the foot to be retracted and the prostyle device to be removed. Hemostasis was achieved via manual compression. Postoperative echo showed no vascular wall damage, occlusion, or hematoma. The suture was successfully removed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection, functional testing and dimensional analysis was performed on the returned device. The reported separation was confirmed. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error (deployment out of sequence). The reported difficult retracting the foot appears to be related to the foot lever actuated out of sequence to close the foot prior to removing the plunger while the needles are in the deployed position. This would subsequently contribute to the reported device entrapment as the foot cannot close due to the interactions between the deployed needles, follower and foot lever. These interactions and damages subsequently contributed to the inability to remove the plunger from the handle. The reported separated plunger appears to be related to manipulation with the pean clamps during attempt to remove the plunger. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.